Event description:
The patient was revised of osteolysis, wear of the insert with a broken locking mechanism, and loosening of the femoral component.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records and search the complaint database was not provided. The investigation could not verify or draw any conclusions about the reported event without the products to examine. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.